Event description:
The pt received her scs system consisting of one percutaneous lead and an ipg. It was reported the ipg lost all communication functionality with the charging system. The physician explanted and replaced the ipg. The explanted ipg was discarded by the hospital and not returned to the MFR for analysis. No add'l info is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.